Event description:
It was reported via repair work order that the auxiliary outlet did not have power due to a tripped breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.